Manufacturer narrative:
The event date is an estimated date, as the threshold was reported to have increased gradually over the preceding two months.

Event description:
It was reported that the patient was monitored remotely via merlin.net. Review of the transmissions indicated that the right atrial (ra) lead exhibited an elevated capture threshold. The ra lead was explanted and replaced. The patient remained in stable condition.